Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low pacing impedance and auto mode switching (ams) due to lead noise was observed on the right atrial lead. The patient was to continue being monitored normally.